Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the ripped eye shade occurred due to long-term use and handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the eyeshade rubber was torn on the ome8c-tbi ver4 (d) surgical microscope, camera. There was no report of delay or harm to the patient or user associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the eyeshade rubber was torn was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.